Manufacturer narrative:
(B)(4). Returned meter evaluated with e-7 readings. Root cause of malfunction: foreign material on strip connector. Most likely underlying root cause of malfunction: user abuse. Returned test strips evaluated with no defect found.

Event description:
Consumer complaint of low blood results. Verified the memory of the meter, results: (B)(6). Customer stated that her aunt's normal reading are between 140 mg/dl - 156 mg/dl. Strips are in date. Ran a back to back blood test. Results: 186 mg/dl, 26 mg/dl.